Manufacturer narrative:
(H3) the revision reported was likely the result of wear of the patella component after being implanted for approximately 9 years. However, this cannot be confirmed as the devices were not returned for evaluation. The most probable root cause associated with the reported event of "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.

Event description:
As reported, patient presented with a ¿sore knee¿ on the right side. The insitu patella was worn plus a pe exchange was performed. The insert and patella were replaced. Patient was last known to be in stable condition following the event. The device will be return.

Manufacturer narrative:
Concomitant medical products: ps tibial inserts sz 3, 9mm (cat# 204-23-09). Trapezoid tibial tray sz 3f/4t (cat# 204-04-34 / serial# (B)(4)). Optetrak asy,ps cemented femoral, sz 3 (cat# 234-03-03 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt